Event description:
It was reported that a flo-gard infusion pump presented an f-38 alarm. It was not specified when in the process this occurred. There was no patient injury or medical intervention reported with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection and functional testing were performed. Functional testing revealed that the device had presented an f-38 alarm. Visual inspection revealed that the force sensing resistors (fsrs) were damaged. The cause of the reported condition was determined to be the damaged fsrs. To correct this condition, the device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.